Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2012, due to incorrect electrode array placement. The patient was reimplanted with a new device during the same procedure, as previously reported. It was also reported that the patient was hospitalized in (B)(6) 2012 (exact date not reported), due to "fluid in his ears." A CT scan (date not reported) indicated the device was located extracochlearly, the in the middle ear and eustachian tube. This report is filed september 27th, 2012.

Event description:
Per the clinic, the device was explanted (date not reported) due to an unspecified electrode problem. The patient was reimplanted with a new device on (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.